Manufacturer narrative:
Device mfg date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. The user, along with a medtronic representative, completed troubleshooting in real time. It was found that the user was not holding down the 'm' button long enough for the motion calibration sequence to complete. Doing so resolved the reported issue and the calibration was completed. No parts were replaced.

Event description:
A medtronic representative reported that the imaging system was prompting the user to perform the motion calibration sequence. It was reported that the user was attempting to complete this process, but the imaging system was repeatedly going through the same motions and impacted the x-stage cover at one point. The user was advised to hold the 'm' button down for the duration of the calibration, and after 5 minutes the issue was resolved. There was no patient present when this issue was identified.